Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient had recently undergone a battery replacement surgery on (B)(6) 2011 due to the battery being at end of service. The patient then had complete seizure control until about a month ago when she started having an increase in seizures, same as pre-vns baseline levels. The patient experienced 11 seizures in 4 weeks. The patient was seen last week and the physician performed diagnostics which revealed high impedance with an impedance value greater than 8000 ohms. The physician did not disable the generator despite the high impedance. The physician sent the patient for x-rays and he reported that there was no indication of a lead fracture. The physician also reported that the patient was in the operating room on (B)(6) 2011 and the surgeon noticed a fluid build-up around the electrode helices. A culture was taken and at this time there was no sign of infection. The physician reported that he thinks the lead failed which caused the build up of lymphatic fluid. A break in the lead with the device still stimulating could cause a foreign body response. No trauma or manipulation to the device was reported and there was no change in medications. The physician said that the patient's last acceptable diagnostics were in (B)(6) 2011. The patient was showing no clinical signs of infection but the surgeon reported that he believes the patient has a chronic infection. The patient's vns was completely explanted that day. The explanted generator was returned for product analysis on (B)(6) 2011 that has not yet been completed. Good faith attempts for the return of the lead will also be made as the lead was not returned to the manufacturer with the generator. Additional information was received from the surgeon's nurse who reported that the lead pin was fully inserted into the generator and the high impedance was due to the lead malfunctioning. The nurse indicated that as the surgeon dissected down into the neck, there was a lot of puss, but no cultures were taken. They also found that one of the electrodes had "slipped off the nerve". They were never able to fully identify the vagus nerve as there was too much puss. The surgeon did remove the electrodes as well as the full lead and the wound was irrigated. There was no note of a lead break being present, and the puss was isolated to the neck region. After dissecting the neck completely the surgeon felt that the puss was from an infection. The patient was placed on post-op antibiotics as a preventative step but it is not certain if the puss was from an infection as cultures were not performed. The nurse indicated that there was no indication of infection prior to the surgery as the patient was not running a fever and there was no swelling. She did say that the patient was complaining of pain in the neck one week prior to the procedure which they attribute to the puss build-up and infection. The patient was last seen on (B)(6), 2011 and is doing fine now. The patient's x-rays will not be sent to the manufacturer for review. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. When additional information is received, it will be reported.